Event description:
After an implantation period of approx. 33 months, it was reported that the eri status was shown. The device was explanted.

Manufacturer narrative:
The returned ICD was first interrogated. As per the clinical observation, the device was found to be in the eri battery state, 187 charging cycles were recorded. The charge from the battery was checked. As expected, the battery status was eri. The ICD memory was analyzed. Holter entries showed that the device recorded a high number of tachycardia episodes on (B)(6) 2017. Analysis of the available iegms from that day showed constant vt and vf detection based on intrinsic signals. On (B)(6) 2017, from 00:36 am to 12:44 pm, at least 112 charging cycles were carried out. The therapy capability of the ICD was checked. The anti-bradycardia output signal was fully functional and corresponded to the values programmed. A fibrillation signal was transmitted and the device reacted as per specifications with a defibrillation shock. The specified energy level was attained and the power consumption was also within specifications. In summary: there was no indication of an ICD malfunction. The battery was normal as per the eri battery state and discharged as expected.